Event description:
N/a.

Manufacturer narrative:
An event of difficult to insert and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While advancing the flexnav through the anatomy, it was unable to pass through the right femoral artery. In the physician's opinion, the valve expanded non-uniformly due to the damage to the capsule when entering the body. Based on the information received, a cause for the reported difficult to insert appear to be related to patient anatomy (insertion difficulties into patient) and material deformation appear to be related to procedural conditions (valve expanded non-uniformly due to the damage to the capsule when entering the body). However, this cannot be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor was chosen for implantation, utilizing a large flexnav delivery system (ds) on a patient with femoral iliac arteries <5.5mm in diameter, and medical history of heart disease, aortic stenosis, peripheral vascular disease. The plan was to shock wave and use peripheral balloon to expand the diameter of the right femoral and iliac arteries this was performed several times, and a 14 french (fr) sheath was placed via the right femoral artery. Balloon aortic valvuloplasty (bav) was performed, and the 14 fr sheath was removed. A 15 fr flexnav ds was attempted to passed through the right femoral artery. However, the flexnav ds would not advance. Therefore, it was removed from the patient and inspected. There was no damage to the flexnav. A 14 fr edwards e sheath was then placed via the right femoral artery. After several attempts and significant force, the flexnav ds was advanced to the aortic annulus. An attempt to deploy the valve was made, but the valve did not seem to be deploying correctly; there was a non-uniform expansion issue. In the physician's opinion, the valve expanded non-uniformly due to the damage to the capsule when entering the body. Therefore, the system was removed from the patient. It was determined that the capsule had been severely deformed and ¿accordianed¿ when it had to been forced through the e sheath. An edwards valve was then prepped and successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. It was reported that the patient was discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.